Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2016-05993. It was reported that plaque shifting and stent thrombosis occurred. The patient presented due to acute coronary syndrome (acs). The target lesion was located in the left main trunk (lmt) to left anterior descending (lad) artery. A 3.50 x 24 synergy¿ drug-eluting stent was deployed to treat the lesion; however, a plaque shift was observed in the left circumflex (lcx) artery. Subsequently, a 2.50 x 20 synergy¿ drug-eluting stent was deployed and culotte stenting was performed. During the last angiography prior to closing the procedure, the strut of the 2.50 x 20 synergy¿ stent was found protruding to the mid of the lmt lumen and a thrombus occlusion was confirmed. Suctioning was performed several times but the occlusion was not treated. An intra-aortic balloon pump (iabp) was then inserted and the patient was sent to the intensive care unit (ICU). No further patient complications were reported and the patient is currently under observation.